Manufacturer narrative:
Two pictures of the portex endotracheal tube (ett) and one sample was returned for analysis. Upon review of the pictures, it was observed that there was a hole in the notch of the tube. Visual inspection of the sample revealed a hole in the notch of the tube. Relevant documents were reviewed and deemed adequate. Training records of operator who performs the crop notch operation were reviewed, crop notch operation was reviewed, and the crop notch equipment was reviewed; no discrepancies noted. The crop notch operation was audited of (B)(4) units in which the suction line assembly operation was performed according to the test method in the manufacturing procedure; no discrepancies found. Based on the evidence, the complaint was confirmed. The root cause was found due to manufacturing.

Event description:
Information was received indicating that air leak was observed to a smiths medical portex sacett suction above cuff endotracheal tube (ett) during use. There were no reported adverse patient effects.